Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was treated at urgent care on 10/13/2007 due to hyperglycemia. The patient reports around 11 am she had lunch and bolused insulin accordingly. When she arrived home from work her blood glucose wa 374 mg/dl for which she bolused insulin. Later, before her hockey game her blood glucose was >500 mg/dl. After the hockey game she began vomiting and was taken to the hospital. She was admitted and placed on an insulin drip. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.